Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2009. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2009. On an unknown date it was noted that the filter was tilted. No patient complications were reported. It was further reported that during the ivc filter placement that under fluoroscopy and venography revealed good placement of the ivc filter at about the level of l2 and l3. All the struts of the device had released and were engaged properly. On (B)(6) 2017, the patient was examined for an unspecified injury of the inferior vena cava. A CT of the abdomen was performed without contrast. Findings revealed the greenfield ivc filter positioned below the renal veins. The proximal portion is angled approximately 6 degrees to the left with respect of the access of the ivc. The distal anchoring struts do no extend beyond the vessel wall.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2009. On an unknown date it was noted that the filter was tilted. No patient complications were reported.